Event description:
During routine testing at installation of unit, datex-ohmeda svc rep noted output of vaporizer was not within specification. There was no pt involvment. Investigation/conclusion: the unit was returned to the mfg site for investigation. The unit was tested, and the reported complaint was confirmed. Upon further testing, it was determined that the thermostat hinge strip was bent from the original setting, the exact cause of which could not be determined.